Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the right ventricular (rv) lead impedance on the low voltage portion of the lead slowly increased from 600 to 1000 ohms in the last 5 months. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.